Event description:
It was reported that the pacemaker exhibited functional undersensing as intrinsic ventricular beats were falling into the device's blanking period. Technical services (ts) was contacted, and ts discussed shortening the blanking period. The field representative reprogrammed for a shorter blanking period, and the issue was resolved. The pacemaker system remains in service. No adverse patient effects were reported.